Manufacturer narrative:
Investigation results: the product was received and an evaluation completed. The customer's reported problem was confirmed. Galling was noted on the shaft of the inner tube. This type of failure can be caused when excessive lateral force is applied during use. A review of product history for the past 5 years found five similar events for this failure mode. Co will continue to monitor this product for failures.

Event description:
It was reported that during a left knee arthroscopy, metal shavings were noted in the joint. The joint was flushed, but it is unknown if all shavings were retrieved. To date, there is no report of injury or surgical delay with this event.